Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one photo was provided and reviewed. The photo shows the true dilatation catheter kept in inner packaging. The balloon protector was seen loaded over the balloon, and the outer packaging was present nearby. The labeling details on both inner and outer packaging matched with the information available in trackwise. Additionally, the phrase "no inflation" was handwritten near the product information on the outer packaging. No other anomalies were noted. One true ptv balloon catheter returned for evaluation. Upon visual inspection, it was noted the balloon protector was received loaded over the balloon. No other anomalies noted to the y-body. During functional testing, the device guidewire lumen was flushed. The patency of the guidewire lumen was tested using an in-house guidewire, and it was able to be inserted without issues. An in-house presto inflation device was used to inflate the balloon. Balloon inflated and maintained pressure; the balloon was then inflated to rbp and was able to maintain pressure and shape. The balloon was deflated without issue. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported inflation problem as balloon was inflated and maintained pressure. A definitive root cause for the reported inflation problem could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an valvuloplasty procedure using true balloon. Prior to the procedure, air was drawing back during aspiration. The physician attempted to exchange the 60ml syringe and the high-pressure stop cock in case either of those pieces were faulty. The balloon was swapped for a new one which worked perfectly. There was no patient contact.